Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to u-02 error. The system was tested and verified as ready for use. An RMA has not been issued for the erbe. A follow-up MDR will be submitted, if additional information is obtained. Erbe error c-33 was found in system logs and points to high frequency (hf) voltage measurement value too high in on state.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that that the integrated electrosurgical unit (iesu) or erbe generator had a u-02 fault. The intuitive tech support engineer (tse) walked the customer through hard power cycling the erbe, and disconnecting the foot pedals, but the error remained. The procedure was moved to a new system in a different room. No known impact or patient consequence was reported.